Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient passed away on (B)(6) 2015, and they were not wearing the lifevest at the time of death. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 03/28/2014 - initial use; electrode belt sn (B)(4): 01/29/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated one time on (B)(6) 2015 at 18:09:20. Frequent non-sustained ventricular tachycardia (nvst) contributed to the false detection. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the sequence event that resulted in the defibrillation shock. The patient reportedly passed away on (B)(6) 2015. A review of the patient's downloaded flag file indicates that the patient was not wearing the device at the time of death. The patient did not wear the device after (B)(6) 2011.